Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that restarted. No patient involvement.

Manufacturer narrative:
Date of report: 21sep2018. Date rec'd by MFR: 07jun2018. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator.